Event description:
The patient reported that in 2007 at 8am her blood glucose measured 200 mg/dl at breakfast and she bolused 5 units of insulin to lower her blood glucose. She then left home and traveled on the tram. She then became unconscious and the ambulance was called. In the ambulance her infusion device was removed and she was given 120 ml of glucose. She was taken to the hospital and she woke up at 12pm and was unable to speak. At 4pm, she began to slowly speak and at 7pm she was reconnected to her infusion device. She was released from the hospital on two days later. The patient's normal blood glucose range is 100-120 mg/dl. No further information is available. Product was requested to be returned for evaluation.